Event description:
Medtronic (covidien) received report that during flow diversion and coil treatment of a wide-necked, left ophthalmic carotid aneurysm, a pipeline flex did not completely open and an echelon microcatheter broke. The patient¿s vessel was tortuous. Eight coils were placed using an echelon microcatheter. The echelon was kept in place in order to possibly add additional coils after pipeline flex deployment. The pipeline flex was deployed using a compatible microcatheter; a small part of the pipeline flex middle segment did not fully open (MDR# 2029214-2015-00566.) The physician successfully used a balloon to post-dilate the pipeline flex; full wall apposition was achieved. The physician then decided to place more coils, but the echelon had come out of the aneurysm. The physician attempted to re-wire the echelon into position and noticed that the echelon had snapped in half (MDR# 2029214-2015-00568). The physician suspected the echelon was kinked causing it to break in half. To retrieve the broken echelon segment, a 5mm retrieval device was used unsuccessfully, then a 10mm gooseneck snare was used successfully. There was no report of patient injury as a result of this event.

Manufacturer narrative:
The lot history record of the device was reviewed and no discrepancies that might have caused the reported event were noted. The echelon catheter was returned for evaluation in two segments: distal segment and proximal segment. The combined usable length of the proximal segment and the distal segment was found to be within specifications. The catheter was found to be elongated. The outer grilamid tubing material at the distal end of the proximal segment was found to be damaged. In addition, the tubing material was found to be stretched. The inner polyimide tubing was found separated without jagged edges or stretching. The outer grilamid tubing material at the proximal end of the distal segment was found to be stretched. The distal segment was found to be damaged at two locations on proximal end. The catheter tip was found to be pre-shaped and damaged. Based on the above findings and the reported information, the customer¿s report was confirmed. The broken ends exhibits plastic deformation (stretching) of the tubing material indicates that catheter broke when pulled with a force that exceeds the tensile strength of the tubing material. The catheter was found to be elongated. This was possibly due to the removal of the catheter. The catheter distal segment was also found to be damaged which are likely due to the use of snares to remove this segment. The catheter tip was found to be damaged. However, the cause for this damage could not be determined. All catheters are 100% inspected for damage and irregularities during manufacture. This event is also reported in MDR # 2029214-2015-00566. (B)(4).